Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00390. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: oxygen device failed" alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and reported that they had an "oxygen device failed" alarm occurred. A field service engineer (fse) then went onsite for further evaluation the fse attempted to replicate the issue but was unsuccessful. The fse then ran functional tests for the device and confirmed that there was no issue. The fse attempted to replicate the reported issue but was unsuccessful then ran functional tests and confirmed that there was no issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.